Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer's mom stated they have replaced the infusion sets, changed out the vial of insulin and the high blood glucose levels have continued since thursday night. The customer's weight is (B)(6). The customer's mom declined to check for possible site/insulin issue. The customer's mom asked to do the hp test and the insulin pump passed. The product was not returned for analysis.